Event description:
It was reported by service report that the bed had no power. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: defective potentiometer caused no power and no electrical functions, including scale and bed exit.